Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information

Event description:
It was reported that after performing balloon angioplasty, the 3.5 x 38 mm xience alpine stent delivery system (sds) was advanced but failed to cross the lesion in the moderately tortuous, heavily calcified, 90% stenosed, mid/distal left anterior descending (lad) artery. Using a non-abbott guide extension, the xience alpine sds was again advanced but could not cross the lesion. Additional pre-dilatation was performed and the xience alpine and guide extension were successfully advanced to the lesion. Negative pressure was applied to the sds when blood backup was observed in the sds inflation lumen. The device was removed from the anatomy. A different xience alpine sds was used for the procedure without reported issue. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. Visual, dimensional and functional inspections were performed on the returned device. The leak was confirmed. The physical resistance could not be replicated in a testing environment as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The xience alpine everolimus eluting coronary stent system (eecss), instructions for use states: an unexpanded stent may be retracted into the guiding catheter one time only. An unexpanded stent should not be reintroduced into the artery once it has been pulled back into the guiding catheter. Subsequent movement in and out through the distal end of the guiding catheter should not be performed, as the stent may be damaged when retracting the undeployed stent back into the guiding catheter. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.